Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value of 408 mg/dl. The customer blood glucose level was 404 mg/dl at the time of incident and the current blood glucose level was 485 mg/dl. The customer was treated with bolus for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did allege pump was under delivering because he believe the insulin pump was not working properly. Customer stated auto mode feature was not active. The insulin pump will not be returned for analysis.